Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing difficulty, frequent and extended ipg charging. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.